Event description:
Lcp proximal femoral plate broke and was explanted.

Manufacturer narrative:
Additional info has been requested. A device history record review was conducted for the subject plate and no nonconformances were noted. Device was not returned, no conclusion can be drawn.